Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On 06/01/2026, at approximately 11:00 pm, the patient experienced symptoms including shaking, sweating, and feeling unwell. Although the patient was experiencing hyperglycemia, she was unaware of her glucose level because the sensor was not providing readings and was displaying a ¿replace sensor¿ message. A blood glucose (bg) measurement taken during the event indicated a level of approximately 500 mg/dl. The patient¿s boyfriend administered 12 units of insulin via injection. The patient experienced a loss of consciousness (loc). Emergency medical services (ems) were contacted, and the patient was transported by ambulance to the hospital at approximately 1:00 am. During transport, ems obtained a bg meter reading of approximately 289 mg/dl. The duration of the patient¿s hospital stay was not specified; however, it was confirmed to be greater than 24 hours. Data was provided for investigation but does not reflect the full investigation window. The allegation was undetermined via data. The probable cause could not be determined via data. No additional event or patient information is available.